Manufacturer narrative:
The reported event could not be confirmed for the nail holding screws since no metal chips or any other residues could be detected at the returned screws. The visual inspection has shown that both nail holding screws have similar stress marks above the thread. These marks were obviously caused by the damage at the nail adapter, there is no indication that these devices did contribute to the damage at the nail interface of the adapter. A functional test has shown that the nail holding screws are functional as required, both devices could be inserted into the nail without any issues. The device inspection revealed the following: a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue that was address under a separate investigation regarding the nail adapter. The observed stress marks at the holding screws were finally a consequence of a damage at the nail adapter. If more information is provided, the case will be reassessed.

Event description:
As reported: "detected metal chips in inserts for t2 alpha spi, after washing/cleaning."